Event description:
A surgeon reports an impression was noted on the intraocular lens one day following implant surgery. The reporter feels the damage may have occurred during delivery through the cartridge of the delivery system. The pt's visual acuity following surgery was not improved. The lens was removed and replaced. The pt's outcome following the lens exchange is pending.